Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill estimate was inaccurate which resulted in an empty cartridge alarm. Reportedly, customer reused the same cartridge more than once. Tandem technical support educated the customer regarding cartridge labeling. Customer's blood glucose level ranged from 140 mg/dl to 145 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.